Manufacturer narrative:
Although this product is not sold in the us, this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the us under # p080007. The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a mfg related failure. The eval of the returned sample confirmed the reported event. The inner catheter was found to be broken and was stuck on the returned guide wire. The stent was not returned as it remains in situ after successful implantation. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. Insufficient flushing of the device may be a contributing factor to the reported event. A hydrophilic-coated guide wire as used in this case may become stuck if not kept wet during use. On the basis of info available, a definite root cause could not be determined. Despite good faith efforts by bard, the complainant was unable or unwilling to provide any pt details to bard.

Event description:
It was reported that after some difficulties in advancing the vascular stent delivery system over a hydrophilic-coated guide wire to the lesion site, the stent could be deployed successfully in the external iliac artery. During retraction, the delivery system got stuck on the guide wire and force needed to be applied to remove it. After withdrawal of the system, the breakage of the inner catheter which was still stuck on the guide wire was noticed. The guide wire needed to be exchanged by a new guide wire for post-dilation. No pt injury was reported.